Manufacturer narrative:
It was reported the unit burned. Our investigation showed a 1/4" burn in the fabric foundation of the unit caused by a broken lead wire. This condition was caused by failure to follow our user instructions and misuse of the unit on the part of the consumer.

Event description:
It was reported that the unit burned.